Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported the patient's talus failed and broke into pieces, requiring revision surgery. The doctor put a spacer in for it to heal and be tested for infection; at that time, the tibia and poly component stayed in the patient with the spacer. Later, a different surgeon removed the spacer and a total talus was put in (3-d cage type, not stryker product); the surgeon exchanged the poly and kept the tibial component in place.